Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 146mg/dl, 157mg/dl, 137 mg/dl, 291 mg/dl. Tests were done within <10 minutes wtih a difference of 41%. Patient did not experience any adverse events. No further information has been reported.